Event description:
It was reported that the patient stated not being able to inflate an inflatable penile prosthesis (ipp) as the pump felt too hard to squeeze quickly. The patient was able to squeeze slowly but the fluid would not stay in the cylinders. The patient questioned the cosmetic look of the device. Patient liaison provided trouble shooting techniques including reboot, burp and anti-stiction and redirected the patient to the physician for the cosmetic look concern. Patient liaison also offered to reach our to the sales representative for further training but the patient declined as the physician's office was too far away and had a scheduled follow up appointment in september.